Manufacturer narrative:
Initial report: the loud static sound can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Follow-up/final report: final conclusion based on the clinical evaluation of this case - see below - is that it's non-reportable and will be downgraded to a normal complaint. No pain or harm has been reported. A medium power (mp) device is not able to generate a harmful sound level short term. There is no serious injury and it is not likely to cause or contribute should it recur. The case has been reviewed from a clinical perspective. Customer reported: after receiving hearing aid back from repair, the hearing aid emitted a very loud static. End user cannot wear the hearing aids. The sound has not been reported painful and no harm has been reported. Receiver is a mp receiver. Device has not been received from investigation clinical evaluation: as device has not been received for investigation, root cause and exact maximum output has not been investigated. However, a mp receiver has a maximum output of ~116 db spl. The clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. Clinical conclusion is that although unpleasant, it is unlikely that a brief exposure of a sound level of maximum 116 db spl would be harmful to residual hearing.

Event description:
As reported: ha back from repair has very loud, constant static. Hcp just received device back from repair. She said the hearing aid is emitting very loud static. She said the patient cannot wear the hearing aid it is so loud. It did not appear to be typical circuit noise based on the hcp and user's report. The partner aid (also repaired) was not experiencing the same symptom. She replaced the receiver with no improvement. User was not experiencing this static before the repair. Hcp sending device back in. It should also be noted that the hcp did calibrate the device in the user's ear and calibration did not resolve the issue. Interpretation: the loud static sound can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Previously an initial report has been sent - this is the follow-up/final report.

Manufacturer narrative:
The loud static sound can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported: ha back from repair has very loud, constant static. Hcp just received device back from repair. She said the hearing aid is emitting very loud static. She said the patient cannot wear the hearing aid it is so loud. It did not appear to be typical circuit noise based on the hcp and user's report. The partner aid (also repaired) was not experiencing the same symptom. She replaced the receiver with no improvement. User was not experiencing this static before the repair. Hcp sending device back in. It should also be noted that the hcp did calibrate the device in the user's ear and calibration did not resolve the issue. Interpretation: the loud static sound can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.